Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used within the bile duct during the replacement of a drainage tube on (B)(6), 2010. According to the complainant, during the procedure, the tip of the device fell off. The tip was believed to have separated into three or more pieces. The physician could not retrieve one of the pieces and indicated there was no concern about the fragment as it was very small. The procedure was completed with the subject jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used within the bile duct during the replacement of a drainage tube on (B)(6) 2010. According to the complainant, during the procedure, the tip of the device fell off. The tip was believed to have separated into three or more pieces. The physician could not retrieve one of the pieces and indicated there was no concern about the fragment as it was very small. The procedure was completed with the subject jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) "detachment of device component" (B)(4) the reported event of tip detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination revealed that a 1.5 cm section of pebax tip material is missing at a location 1.5 cm from the proximal flare of the tip. Pebax tip material is also missing at the extreme distal end of the tip. The remaining pebax tip material is skived. The condition of the returned incident device was consistent with the complaint that the tip of the device fell off. The most probable root cause is "caused by other device". Evidence of skived pebax was found confirming that the tip came in contact with a sharp edge/device likely causing the detachment and skiving. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed and no anomaly was found. The instructions for use state: "caution: do not use with metal-tip catheters. Withdrawing the guidewire through a metal tip catheter may damage surface of guidewire". "Use a single-use sphincterotome to ensure that the material between the lumens has not been compromised". In addition, the instructions advise:"dip the distal tip (the non-striped dark portion) in sterile water to activate the hydrophilic coating. This will make the coating lubricious for selective cannulation.